Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. During a course of treatment an additional fraction was delivered to the patient. The additional fraction was not discovered until the course of treatment has been completed. This additional fraction resulted in 6% additional dose to the patient. A dose greater than 5% could result in serious injury.

Event description:
The customer reported that mosaiq did not record the treatment. Based on the available information there has been an actual mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq is working as designed and intended. The customer reported that mosaiq did not record the treatment. When this issue occurs, normally mosaiq displays messages to the user that the treatment was not recorded. With data from machine log, treatment could be verified & recorded manually. However, it would appear that the customer did not use the treatment calendar; if used they would have seen that the session had not recorded. This is user error.